Event description:
On 05/06/2024 it was reported by a facility representative via (B)(4) that an ar-3210-0029 camera head was getting extremely hot. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10. The evaluation did not identify any issues relevant to the reported event. (No problem found)